Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that the nail broke after a tumural fraction. Nail was implanted for 6 months. Nail broke in the cross of the femoral head screw. Nail was extracted and replaced.

Manufacturer narrative:
The evaluation revealed the nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was heavily drill marked within the anterior bridge of the proximal lag screw hole; a part of the bridge material is completely abraded at lateral. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge significantly and caused a notching effect. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The IFU and operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral towards medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step and finally spontaneous. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that only gentle loads were applied postoperatively to the implants. The investigation of the nail showed that the nail was intra-operatively damaged, over the time of <6 months the nail broke step by step by daily loading beginning at the drill-damage of the anterior bridge. A tumor fracture is reported; a delayed healing or non-union of the fracture is very likely. Bone diseases, delayed or non-unions, postoperatively loads and intra-operatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. Because no manufacturer related issues were found the case is attributed to a user error, contributed by the patient. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that the nail broke after a tumoral fraction. Nail was implanted for 6 months. Nail broke in the cross of the femoral head screw. Nail was extracted and replaced.